Event description:
It was reported that balloon pinhole occurred. A 7.0 x 60, 40cm mustang balloon catheter was advanced for dilation; however, the balloon could not be inflated. The physician found that the balloon was leaking saline or contrast and a pinhole was noted on the balloon material. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.